Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged. Therefore, the lead was repositioned successfully without any complications. No adverse effects were reported.